Manufacturer narrative:
The glucose reagent lot number is 9261180. The ferritin reagent lot number is 905223. The expiration dates were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose results for 1 patient sample and questionable ferritin results for 1 patient sample on a cobas 6000 c501 module. Sample 1: the initial glucose result was 40 mg/dl. The sample was repeated on another module, and the result was 86.6 mg/dl. Sample 2: the initial ferritin result was 0 ng/l. The sample was repeated on another module, and the result was 112 ng/l.